Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "allergic reaction with soft tissue infection", "heat", "swelling", "pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volbella¿ with lidocaine in the undereye. Patient received antiseptic/local anesthetic before injection, and cold compress was applied after injection. One and a half (1.5) months later, patient presented with "swelling under right undereye". "Patient performed cold compress to the area and started using augmentin (amoxicillin+clavulonic acid) for 5 days. The swelling had gone down a little. The patient also experienced increase in heat and pain in [their] right undereye." One day after onset, patient treated with dokort ampoule (dexamethasone) and 30 u hyaluronidase. Four days following, patient was treated with another 30 u hyaluronidase. Patient visited another physician, who diagnosed an "allergic reaction with soft tissue infection." Prescribed "novosef (ceftriaxon) and depomedrol (methylprednisolone)." Patient also treated with flurbiprofen. Symptoms ongoing.